Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual,mechanical and electrical inspection. Analysis demonstrated residuals of coagulated blood along the inner coil. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 11 months, a syncopy was reported. Upon interrogation, a ventricular loss of capture was observed, whereas impedance values were in range. A lead dislodgement was suspected. During the revision procedure, the physician decided to explant the lead due to intermittent loss of capture. The lead was not returned to biotronik. Apart from the syncopy, no further adverse patient side effects have been reported.